Manufacturer narrative:
The system was serviced in the field and passed all tests. The issue could not be duplicated. The manufacturer representative reloaded the ias configuration files, checked connections and performed multiple reboots without issue. The system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of procedure. It was reported that upon boot up, the system was getting stuck in initializing. The system was rebooted twice with the umbilical connected between the image acquisition station (ias) and mobile viewing station (mvs) with no resolution. The system was also beeping. The site tried rebooting while disconnected from the mvs with no resolution.